Manufacturer narrative:
E1: patient city- (B)(6). Patient country- (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. It was reported that patient faced infusion set tape not sticking event on 13-june-2024 after taking a shower.the adhesives might be affected by skin type activity level, weather conditions (high temperatures and/or humidity). No further information was available.